Event description:
On (B)(6) 2023 patient was scheduled for an extraction of lead. The physician stated that the incision made for the epicardial lead placement was the site of the infection. This event is related to 2183787-2023-00050.